Manufacturer narrative:
Unit unable to prime during the prime/compromised force sensor system test due to protruded/loose drive support disk. No motor error alarm. Motor passed motor test. Scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, and missing end cap sticker were noted. (B)(4).

Event description:
It was reported that the insulin pump alarmed motor error during bolus. The motor error alarm recurred after delivering a new bolus several times. Customer's blood glucose level was 4.2 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.